Manufacturer narrative:
The device was returned to olympus. Based on the results of the investigation, it is likely the reported issue occurred due to corrosion on the plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the investigator indicates the screen was noisy due to a corrosion on the plug unit. There was no patient involvement.